Event description:
The device displayed 33 vf episodes due to noise on the rv lead resulting in 16 inappropriate shocks. Impedances on the lead were all normal. At this time the device remains implanted.

Manufacturer narrative:
This lead was capped and replaced on (B)(6) 2014. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.